Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Review of the notes demonstrated metallosis, small pseudotumor was found, and varnishing of the neck. Review of the device history record identified no deviations or anomalies. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04817. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient had initial left total hip arthroplasty. Subsequently, the patient was revised approximately 7 years post implantation due to elevated metal ion levels. During the procedure, a small pseudotumor with metallosis and femoral neck varnishing was noted. Dual mobility and ceramic head were implanted without further complication or significant findings.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to pain, tissue destruction, bone destruction, metal wear, metal poisoning approximately seven years post initial implantation.

Manufacturer narrative:
(B)(4). It has been reported the device will not be returned for manufacturer evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised at an unknown date for an unknown reason. The femoral head was replaced. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to elevated metal ion levels, approximately seven (7) years post-implantation. The femoral head was replaced. No further information has been provided.